Manufacturer narrative:
(B)(4). Date sent: 7/24/2020. H2: additional information received: 7/19/2020: "no device returned after three attempts.". In addition, a photo was received for review. Review completed on 7/23/2020 and upon visual inspection of one photo, the following was observed: the photo shows a partially opened package from front view and the seal area appears to be complete. Based on the photo, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event (however no device was received for analysis).

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, before used on the patient, noted the packing was damaged (the edge was not sealed properly). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. H6: component code = g07. Investigation summary: the analysis results found that one tb5lt device was returned without apparent damage. In addition, the tyvek was returned along with the instrument and during the visual inspection no damaged were observed and the seal area was noted completed. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Event could not be confirmed as no sales box was returned for analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.